Event description:
It was reported that the left ventricular lead exhibited no capture. X-ray revealed that the left ventricular lead had dislodged into the superior vena cava. The lead was explanted and replaced with a previously capped lead. Patient was stable.